Event description:
Boston scientific received this device for routine post market analysis following explant. The device was received with no performance allegations and no adverse patient effects observed. During initial laboratory assessment, engineers confirmed the device did not meet longevity expectations provided in product labeling.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.